Event description:
It was reported that pump insulin gauge displayed much lower insulin amount than expected, with pump showing 40 units while customer expected about 140 units, despite customer following loading steps, using room temperature insulin, and removing air from cartridge, and customer had been reusing single-use cartridges. There was no reported impact to the customer¿s blood glucose level. Customer declined to load new cartridge, expressed significant frustration, and requested replacement pump, and technical support confirmed correct loading technique, approved pump replacement to maintain satisfaction, arranged shipment of replacement pump, instructed customer to place old pump in storage mode and return it within 10 days using provided materials, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement device.